Event description:
Two incidents of stromal incursion were reported with the use of the epi separator. There was no patient injury reported.

Manufacturer narrative:
Reference report # 1920664-2007-00790 for related device used during these incidents.